Manufacturer narrative:
Additional information was received on september 8, 2017. It has now been reported that the cup is not a zimmer gmbh, winterthur product. The cup will now be reported under (B)(4). This complaint will be voided from our system. Please delete this report from your system. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown zimmer biomet head on an unknown side on (B)(6) 2002 and the patient underwent revision surgery on (B)(6) 2017 due to dislocation, pain and bone fracture.